Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Access was obtained via the radial artery. The 60% stenosed de novo lesion was located in the 2.5 x 19 mm, 60% stenosed, non-tortuous and moderately calcified left anterior descending (lad). The lesion was 2.5 x 19 mm. The 2.25 x 20 mm taxus liberte stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified middle stent damage. A 1 stent strut each on 3 separate rows were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood and solidified contrast media were present within the inflation lumen, indicating that the device was used in vivo and the device was prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).